Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 454 mg/dl. Customer was treated with intravenous insulin, fluid drip, and nausea medication. At the time of the report with tandem technical support the customer was still admitted to the ICU. Reportedly, intermittent occlusion alarms occurred despite the customer attempting to change the pump supplies. Customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate pump for insulin therapy.